Event description:
It was reported the pt had his 2-piece inflatable penile prosthesis replaced on (B)(6) 2012 with a 3-piece inflatable penile prosthesis. The pt experienced large penile and scrotal swelling and was seen by his physician. The pt had an elevated creatinine and an ultrasound showed a 5cm scrotal hematoma. On (B)(6) 2012, the pt underwent revision surgery due to a diagnosis of a "large scrotal hematoma and urinoma." The pt was given intravenous antibiotics. The scrotal incision was opened. Clear fluid in addition to a hematoma was noted and evacuated. A cystoscopy indicated the anterior and posterior urethra were unremarkable, however upon examination of the bladder, a "fair amount of clot" was seen and aspirated through the cystoscope. "After the clot was removed, a large yellow spherical object was seen and thought to be the reservoir." The anterior portion of the bladder was opened and the reservoir was removed. "The hole in which the reservoir was placed within was from the lateral and inferior aspect of the bladder, making it impossible to close, especially given very fixed nature of his bladder and pelvis to the sidewall." The surgeon elected to "leave this alone" and a suprapubic tube was place for drainage through the dependent portion of the incision. A foley catheter was also placed cystoscopically. A "mulcahy washout in an infected field" was done to the entire scrotum and corporal bodies. A 2-piece inflatable penile prosthesis, rather than 3-piece, was then implanted.

Manufacturer narrative:
(B)(4)